Manufacturer narrative:
Bec fse found that the rinse cup from the probe wipe assembly was broken in half and fluid was leaking out. The fse replaced probe wipe assembly which included rinse cup and verified the repairs per established procedures. Blood, controls, diluent and clenz can be present at the rinse cup of the probe wipe assembly. Root cause is attributed to a broken rinse cup. (B)(4).

Event description:
A customer reported that a clenz leak was observed on coulter lh 750 hematology analyzer. The user was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The material safety data sheet (msds) was not reviewed, but is readily available. There is a risk management/exposure control plan in place. There was no report of death, injury, or exposure to mucous membranes or open wounds. Medical attention was not sought.